Event description:
It was reported that during a lap hysterectomy procedure, the tissue pad became dislodged. The piece fell into the patient and was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.